Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. A product investigation was conducted. Service & repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver reverse runs forward nonstop automatically when connected to battery, not possible to change speed and reverse. The repair technician reported the device was stuck on forward position and runs automatically when connected to battery, does not stop and reverse, membrane vent was dirty and cosmetic test was failed. The cause of the issue is unknown. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008, synthes lot # 005285, supplier lot # 005285, release to warehouse date: 24 july 2013, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, hand piece for battery powered driver will just turn on nonstop when attached to batteries. Driver does not go backwards or change speeds, but is stuck in forward mode as soon as connected to power regardless of what buttons are pressed. No patient involvement. No reports of injuries, medical intervention or prolonged hospitalization . There was no further information regarding the issue. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).